Event description:
It was reported that oversensing and capture issues were observed related to the right ventricular lead. It was further reported that the patient was in complete heart block with a rate of 35 beats per minute. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8042b ipg, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Additional information received reported increased thresholds, high impedance and possible fracture. The lead was taken out of service and the left ventricular lead used for sensing and pacing. No patient complications have been reported as a result of this event.